Manufacturer narrative:
No similar complaint types were reported for units within the same lot. Previous in MDR follow-up#1: additional symptoms: pi revision, narrowing and closure of angles, iridectomy, pain, blurred vision, pupillary block. The lens was exchanged for a shorter lens, surgery occurred in the right (od) eye. Additional symptoms: narrowing and closure of angles, pain, blurred vision, pupillary block. Iridectomy was performed prior lens implant surgery and pi was revised prior to explantation. The lens was exchanged for a shorter lens, surgery occurred in the left eye (os). (B)(4).

Manufacturer narrative:
Additional symptoms: pi revision, narrowing and closure of angles, iridectomy, pain, blurred vision, pupillary block. The lens was exchanged for a shorter lens, surgery occurred in the right (od) eye. Device evaluation: lens was returned in liquid in the lens case/vial. Visual inspection found a piece of the haptic missing. (B)(4).

Manufacturer narrative:
Additional information: the lens was exchanged for a shorter lens on (B)(6) 2017. The problem was resolved. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, diopter -14.5, into the patient's eye. It is planned to replace the lens with a shorter lens due to high vaulting and pressure spike . Attempts to obtain further information have been unsuccessful.